Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined pacing impedance. In addition, multiple episodes of noise were noted on non-sustained ventricular tachycardia (vt) and vt monitored episodes, and a lead integrity alert (lia) triggered. A fracture was suspected. The device was programmed off until the lead was explanted and replaced. No patient complications have been reported as a result of this event.